Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer currently was admitted due to high blood glucose. The customer blood glucose level was 792 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The insulin pump will not be returned for analysis.